Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the image was not displayed due to defective cable unit. The cause of the defective cable unit could not be surmised. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned olympus (B)(4). Olympus (B)(4) checked the subject device and found that there was image noise (no image) on the endoscopic image of the subject device caused by failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that there were image color anomalies with stripes and color blocks on the endoscopic image of the subject device. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.